Event description:
A patient reports while wearing a pod between 24 and 36 hours the patients blood glucose level had dropped to below 70 mg/dl. In addition the patient reports having lost consciousness. As treatment, the patient consumed sugar tablets.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.